Event description:
It was reported initially by customer on (B)(6) 2014 that outlook es device caused an over-infusion to pt. Customer contact stated that this reported issue involved an antibiotic infusion that was supposed to infuse over a two hour period. When the nurse came back to the room she noticed that over 75% of the medication had infused in a thirty minute time frame. No set rate or name of medication was provided by customer contact. The infusion was stopped and the device was changed out. The customer contact stated that the device was plugged in during the infusion. Customer reported that pt experienced no adverse effect as a result of this reported issue.

Manufacturer narrative:
The complaint was not confirmed for the reported issue. Upon receipt of the device from customer, device underwent 3 add'l volumetric evaluations by failure analysis. Device passed volumetric evaluations and tested within specifications. Device operation log show (B)(6) 2013 1:37 am at set rate of 125 ml/hour with a total infusion of 242 ml to be delivered. The device operation log show 37.1 ml infused and a total of 204.9 ml remaining after 18 minutes of operation. Failure analysis volumetric results: 1st test: 36.4 ml or 98% of expected volume; 2nd test: 36.7 ml or 98% of expected volume; 3rd test: 36.7 ml or 98% of expected volume. Preventative maintenance service was also performed on device. There is not sufficient info available to determine root cause for this reported complaint. Ongoing communication with customer to collect add'l info is still in progress so that root cause can be determined for this reported complaint.